Event description:
It was reported that a pump alarm using 100ml flow stop cassette, no disposable, is unresolvable. There was no patient injury.

Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information provided to date.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updates not required, corrected data: h4: correction: device manufacturing date: 05-feb-2022 . H5: correction: labeled for single use: yes.